Event description:
The report we received from the study indicated that during the index procedure a 3.5x18mm cypher select was implanted in the first diagonal artery. Approx. Eight months post-procedure, the patient experienced a heart failure. The patient's medications were adjusted and this event prolonged the patient's hospital stay. The patient continued on treatment, however, information about the medications adjustments and patient treatment was not provided. Approx. One year after the index procedure, the patient experienced a second heart failure. Additional information was requested regarding this heart failure, however, there was no information available regarding this event. Six days after this event, the patient expired. The cause of death was reported tio be severe heart failure. The patient's pre-procedure medications included aspirin, nitrates, ace-inhibitors, statins, oral hypoglycemics and anti-acid. Post-procedure medications include clopidogrel, nitrates, b-blockers, ace-inhibitors, oral hypoglycemics, diuretics, digossina and coumadin.

Manufacturer narrative:
The product, is not distributed in the united states, however, it is similar to the united states product. Additional information will be submitted within 30 days from receipt.